Event description:
It was reported "on (B)(6) 2024, the swg was found kinked when insert into the ars during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of guidewire kinking was not able to be confirmed by the photos. No clear damage to the guidewire was visible in the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion." It also states, "maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes.". The customer report of a kinked guidewire was not confirmed by visual inspection of the customer supplied photo. The photos show a used guidewire and ars, however, no damage to the guidewire can be seen. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the swg was found kinked when insert into the ars during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".